Event description:
The sys 6 dual trigger rotary was sent for eval due to leaking an unk substance during a procedure. The procedure was completed with a readily available alternate device without any clinically procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.